Event description:
Pt presented to emergency room. Required heparin lock. #18 ga insyte autoguard shielded IV catheter was used. No complications encountered. When pt was discharged heparin lock was to be d/c'd. Upon removal pt noted slight pain, nurse noted that catheter had broken off. Appears that at least 1/2 of plastic catheter retained in pt's vein. X-rays taken at physician office were positive for a plastic angio-catheter in left hand. Pt is scheduled for surgical removal. Upon investigation it was felt to be a defective catheter. The catheter fragment was removed with no pt complications.